Event description:
Devilbiss healthcare received a complaint of "the suction gauge is cracked, and it is not suctioning" involving a devilbiss suction device. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation, where evidence of significant external damage was observed. The root cause of the low suction condition was a damaged suction gauge, likely resulting from external damage, and the umbrella valve having dislodged from the compressor cylinder. Devilbiss has an active CAPA associated with the valve/cylinder complaint.